Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger product ID 97745 ,lot#/serial# (B)(6), product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that steps taken to resolve the issue of being unable to get the normal charging screen and the ¿no device found¿ message showing was a part was sent to them at first, but when that didn¿t correct the problem and a ¿whole new machine¿ was then sent to them. The patient stated that they were very satisfied.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4). Product type: recharger, product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient charged their ins on friday and on sunday the patient woke up and could tell that their stimulation was off. They were unable to start charging their ins because they said they couldn't choose the correct options on the screen due to the unresponsive controller screen on certain screens. The patient reset the controller and received a no device found screen and when they pressed recharge they got screen 13, connect the recharger. The controller wasn't responding to them pressing the x in the corner to go to the next screen. The patient unplugged the recharger and didn't see any damage. They saw no device found when they plugged it back in and the controller display wouldn't respond. No symptoms were reported. Additional information was received from a patient. It was reported that patient needed assistance performing passive charge to recover dead implant for pairing. Passive showed 84, no change near implant, took 5 hours to charge to 50%. No patient symptoms were reported. Additional information was received and it was reported that the patient received a controller and a recharger and they needed help pairing it. They placed the controller over the ins and said they couldn't see it, so it was reviewed to place the recharger over it. The patient got no device found. They went through a passive recharge mode several times and they weren't able to get to the normal charging screen. The ins battery was likely depleted. The patient described how the issue started as the ins was running down, but they could still feel tingling (stimulation) and they were able to charge to 50%, but it took 5 hours. On (B)(6) 2020 the ins went dead. On (B)(6) 2020 the patient was still getting no device found. No symptoms were reported.